Event description:
It was reported that the patient received atp therapy. Noise was observed on the egm. Additional information could not be obtained at this time.

Manufacturer narrative:
No medwatch form was received.